Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The provided log file contained approximately 11 days of data ((B)(6) 2019 per timestamp). There were no notable alarms active in the log file including on the reported event dates of (B)(6) 2019. The returned backup battery was functionally tested. During testing the reported alarms were not reproduced. However, the battery failed to support the system when the power was removed. Due to iata regulations the backup battery could not be sent to the burlington, ma product performance lab, further troubleshooting was not performed. The battery was disposed of following testing. The root cause for the reported event and observed battery failure was unable to be conclusively determined through this analysis. Incidental finding: reversed backup battery silicon sleeve, backup battery unable to support system device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller serial number serial #: hsc-017376 was manufactured on 30 oct2017, and the use-by-date is 31oct2020. The device passed all inspection testing. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii patient handbook section 2 entitled¿ how your heart pump works¿ states ¿the 11 volt lithium-ion backup battery inside the backup system controller must be charged at least once every six months. Failure to charge the 11 volt lithium-ion backup battery inside the backup system controller may result in no support during a power-loss emergency when the backup system controller is in use.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was reported that the patient experienced a backup battery fault alarm on (B)(6) 2019 and (B)(6) 2019. The clinic checked all connections but the issue persisted. A decision to exchange the battery from the internal stock was made. Upon review of the returned product, the backup battery was found unable to support the system. No further information was provided.